Event description:
New information received notes that the patient presented for an elective procedure for a generator replacement on (B)(6) 2019. During this procedure, all leads were tested including the right atrial lead. The atrial lead had normal capture and thresholds. All leads including the atrial lead were left implanted in the patient following the generator replacement. The patient had a follow up appointment (B)(6) 2019 and was doing fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. The right atrial lead exhibited increased capture threshold and lead noise. The lead noise had resulted in inappropriate mode switching. The patient was in stable condition.